Manufacturer narrative:
The reported event of set screw anomaly was confirmed in the laboratory. Visual inspection found the lv is4 set screw completely backed out from the set screw threads. After it was placed back into the set screw threads, set screw was able to tighten down and secure a test lead normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, the set screw had come out of the device while reinserting a lead. The device was replaced with a new ICD. The reason for the initial procedure was a generator change due to eri. No symptoms were reported.